Event description:
It was reported that during a laparoscopic sigmoidectomy procedure they fired the instrument and while removing it from the patient surgeon noticed that staples were not formed. They had to do an anastomosis manually with sutures. Procedure was prolonged by thirty minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Uncut washer - blemished, incomplete firing cycle. Additional information: was the suturing performed laparoscopic or was the procedure converted to open? Laparoscopic. What other devices (product code) were used for transecting and/or closing otomies? Ats45, blue reload. Was the device fired over thick tissue? It was normal tissue. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes, they always do. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) purse string clamp, eh40 how was the purse string placed, by hand or with an assist device? If an assist device, what product? By hand. Was the spike of the trocar inserted lateral or through the staple line? Lateral how thick was the tissue, was it evenly and tension-free distributed in the instrument? As evenly as possible. Was the anvil put on the trocar exactly horizontally? Yes. Putting the anvil on the trocar were any graspers used? Yes, eh41l. Was the device completely fired plastic to plastic? Yes. Did the red safety remain engaged until firing? Yes. Was the target tissue fully cut circumferentially? Yes. What was the appearance of the breakaway washer? They did not feel washer breaking staples: were they unformed , malformed, please describe the shape. Unformed the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.